Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that after an ion lung biopsy procedure, the patient developed a pneumothorax, which required chest tube placement and hospitalization. The target nodule was 2.3 centimeters in size and located in the right upper lobe, posterior segment, and 1 millimeter from the pleura. During the procedure, a radial endobronchial ultrasound (rebus) probe was used to locate the lesion, with imaging performed by c-arm fluoroscopy. The instruments used included a 19g flexision biopsy needle, a third-party cytology brush, and a bronchoalveolar lavage was conducted. Following the procedure, a large pneumothorax was detected, causing the patient to experience shortness of breath. A chest tube was placed to resolve the pneumothorax, and the patient was hospitalized for two days before being discharged. The physician believed that the pneumothorax was not related to the ion system and would likely have occurred with another modality. There was no device malfunction associated with the event.